Event description:
It was reported that leakage at septum and difficulty withdrawing needle core occurred. On (B)(6) 2025 customer response: blood leaks from the isolation where the needle core is withdrawn and the needle tip guard cannot be activated.

Manufacturer narrative:
Additional information: additional failure reported. Annex a codes updated. Original failure specification received. Noted in b. Correction: re-translation of documents- new device applied. E/f codes updated.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383647 and lot number 2125809. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Nurses use it normally and leakage occurs.